Event description:
It was reported that the patient complained of dizziness and being tired. Upon interrogation, there was noise discovered on the atrial lead. The physician capped and replaced the lead on (B)(6) 2017. The patient was stable post-procedure.